Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 07/25/2025, the user reported receiving a restart alarm on the ilet device. Following the restart, the device did not reconnect with the associated mobile application. The user attempted to resolve the issue by deleting and reinstalling the application but was unable to log back in.